Event description:
It was reported via electronic mail by the customer's father that the customer has been having high blood glucose incidents that were above 300 mg/dl and 400 mg/dl. There were adjustments made on the insulin pump and now the customer is doing much better and is in a good range. It was also mentioned that the customer stopped wearing the sensors because it was creating welts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.